Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/04/2021.

Manufacturer narrative:
Correction made to a2: date of birth: 06/30/1942 (previously submitted as ni) correction made to a3: gender: female (previously submitted as ni) additional information was added to h4 and h6. H4: the lot was manufactured from april 25, 2020 - april 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication to the patient. The expected therapy time was 46 hours; however, it was observed that the medication delivery completed 20 hours after the expected therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.